Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed device had startup failure. Fse found that host pc boot up failed. Mainboard battery was 2.8vdc, lower than normal voltage 3.0v. Fse replaced the mainboard battery. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that device would not fully start up, as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and performed a reboot of the device, but the problem persisted. A philips field service engineer (fse) visited the site and determined the motherboard¿s voltage was 2.8v, which is below the normal 3.0v. The fse replaced the motherboard¿s battery, and the device was returned to expected functionality.